Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, there was a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 09/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 9/01/2016 with the following findings: a review of the pump black box data showed evidence of multiple cs128 alarms. During a visual inspection of the pump, a battery compartment crack was observed from thread area to the case seal. The battery compartment threads damaged. A test battery cap was used for all testing. The pump powered on normally with the test battery cap, however the battery cap was unable to fully tighten. During testing, current draws were found to be within specifications. The pump case was removed, and evidence of moisture contamination was found inside the pump. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, a pump base crack was observed between the case seal and keypad.